Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the left cylinder was not inflating and the pump stayed flat after 1 to 2 squeezes. All components were removed and replaced with a new ipp system. There were no patient complications.

Manufacturer narrative:
Investigation summary: laboratory analysis did not confirm the reported clinical observation of inflation non-conformance related to the pump. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. The momentary squeeze (ms) pump and cylinders were visually and microscopically inspected and tested for leaks. The pump was also functionally tested, and the cylinders were pressure tested. The pump passed all the tests. Regarding to the cylinders, one of the cylinders had leaks a result of the explant of the device and another leak that occurred during decontamination process. The other cylinder passed all the tests. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the left cylinder was not inflating and the pump stayed flat after 1 to 2 squeezes. All components were removed and replaced with a new ipp system. There were no patient complications.